Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation no root cause could be identified. The event can be prevented by following the instructions for use which state: 3.2 inspection of the endoscope 5. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the evis lucera bronchofibervideoscope exhibited compromised image. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the image guide bundle had a stain from foreign material. The connecting tube had coating peeling. (1mm2 or more) due to deterioration. Due to damage on the charged coupled device (ccd) unit, the image had white dots. Due to pinching on the bending section cover and pinhole on the channel tube, the water tightness was lost. The adhesive on the bending section cover had a chip and was detached. The connecting tube had a wrinkle. Due to wear of the angle wire, bending angle in the up direction did not meet the standard value. Due to deformation of the bending tube, bending angle in the up direction exceeds the standard value. Due to damage, the angulation lever did not move smoothly. Due to damage on the channel tube, the forceps could not be inserted smoothly, and the control unit had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.